Event description:
On (B)(6) 2011, the reporter/pharmacist contacted lifescan from the (B)(4) alleging that a one touch verio pro meter displayed an unspecified error message. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient.based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the meter had an unspecified error message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.